Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. However, 10 retained samples were visually inspected, and no damaged tubing was found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from a hole in the tubing of the device. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection e4. The initial reporter also notified the FDA on 04-feb-2026. Medwatch report # mw5183610 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from a hole in the tubing of the device. This occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.